Event description:
During a coil embolization to treat a subarachnoid hemorrhage of the pcom with size 4.2*4.4 mm, the first coil orbit xtrasoft 4* 10 was positioned smoothly, but when the 2nd coil (640cx3575/16006536) was positioned, it was noted that the tip of the coil had poor opacification during advancement. Additionally, the coil had already partly stretched before accessing the aneurysm. The reported poor opacification during advancement was noted after the coil had stretched, and a constant and dedicated saline source was used at all times. No resistance/friction occurred during advancement. The coil was removed and changed to two other coils to complete the procedure. No adverse event on the patient. Prior to the event, an envoy 6f guide catheter (gc), prowler 14 (mc) microcatheter and an xtrasoft 4* 10 coil. The device will be returned for analysis.

Manufacturer narrative:
Product was received for analysis.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization to treat a subarachnoid hemorrhage of the pcom with size 4.2 4.4 mm, the first coil orbit xtrasoft 4 10 was positioned smoothly, but when the 2nd coil (640cx3575/16006536) was positioned it was noted that the tip of the coil had poor opacification during advancement. Additionally, the coil had already partly stretched before accessing the aneurysm. The reported poor opacification during advancement was noted after the coil had stretched, and a constant and dedicated saline source was used at all times. No resistance/friction occurred during advancement. The coil was removed and changed to two other coils to complete the procedure. No adverse event on the patient. Prior to the event, an envoy 6f guide catheter (gc), prowler 14 (mc) microcatheter and an xtrasoft 4 10 coil. The device will be returned for analysis. A non-sterile og cmplx xtrasoft coil 3.5x7.5 was received coiled, inside of a plastic bag. The hypotube was inspected no damages were noted on it. The introducer was received unzipped without damage. The support coil and grippers were found without damage. The embolic coil was not returned for evaluation. The gripper was inspected under microscope and it was found without damage. Additionally an x-ray was performed on the distal section of the device and the marker bands can be observed without any difficulty. Review of lot 16006536 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ could not be evaluated due to the embolic oil was not received for evaluation. The failure reported by the costumer as ¿marker band - inadequate radiopacity.¿ was not confirmed during the x-ray analysis. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt.